Manufacturer narrative:
Technical services performed intake questioning and determined the customer did not experience an adverse reaction, discomfort, or irritation. They were advised to wash skin with plenty of water and to communicate with their health care provider if any irritation or discomfort occurs. Additionally, they were advised to repeat the testing and follow the instructions closely. Technical services sent customer safety data sheet (sds) for the reagent solution. A product deficiency has not been identified. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card. Based on the above summary, the investigation is deemed complete. Abbott diagnostics scarborough will continue to monitor and trend for this reported issue as part of our ongoing post market surveillance. H3: device discarded, single use.

Event description:
The consumer reported on putting binaxnow covid-19 reagent in the nostril on nasal sample on (B)(6) 2023.per the consumer, she put the reagent on the swab and inserted in the nostril. The consumer confirmed that no irritation or discomfort occurred. The sds was sent to the consumer. No additional patient information, including treatment and outcome, was provided.